Event description:
It was reported that during a rectum procedure, the anvil on the device screwed on approximately 1 cm, then would not screw on further. A similar device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.